Event description:
I wear the dexcom g7 for type 1 diabetes. I have used dexcom for over a decade. The g7 is the newest iteration. It is awful. Displays inaccurate readings, fails for hours, sometimes when I take it off it leaves a portion of the needle in my arm. I think the dexcom g7 may be putting people at risk for dka or hypoglycemia. Please FDA do something.